Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 189 and elevated up to 205 (mg/dl). The customer addressed their bg via manual injections and boluses via the pump. It was indicated that the customer would use a backup pump for alternate insulin therapy.